Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a new right ventricular lead implanted. During implant the patient lost atrioventricular conduction and the injury current or r-wave amplitude were unable to be assessed. The capture threshold during implant was high, and increased over 24 hours, so the physician decided to explant and replace the lead. Post procedure, the patient had a pericardial effusion with tamponade, so the physician performed a pericardiocentesis. The patient was in stable condition post procedures.